Event description:
The customer received a control reading of 176mg/dl on the contour next link. The reading was not automatically marked as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control solution for evaluation. New meter, strips and control were sent to her.

Manufacturer narrative:
This information was not provided in the initial report.